Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient's wife stated the patient was in the kitchen and called her over while he was performing a finger stick and stated he needed a glucagon shot. By the time the patient's wife got the shot, he was on the floor having a seizure. The patient's wife called 911 and gave him the glucagon shot, which slowly brought him out of it and when the ambulance arrived, they checked him out. He refused to go because he started to feel better but then he couldn't get his sugar up it was probably around 60mg/dl and then it started to drop. He was eating plain sugar and anything he could find and drank juice. After treating himself with food and drinks, his bg still wasn't going up fingerstick wise or on the dexcom. Additionally, prior to the seizure, the patient's wife indicated that the dexcom couldn't read the low because it was displaying a calibration error on the screen and stated his bg was probably at 10mg/dl when he hit the low. The patient stated his bg reading at the time of event was probably around 20mg/dl. The ambulance was called again and when they came back he was up and still feeling like he was a low was coming on. They took him, and the patient's wife met him at the hospital. They were at the hospital for about 4 hours and the patient was treated with intravenous (IV) therapy with sugar in it and they drew blood and tested his a1c's which was 7. The doctor advised the patient about carbs and advised him to use a pump and cgm together. They got his bg back up to 200mg/dl before he was discharged then he was good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.